Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, communication error 226, bad video cable, and failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera head was broken due to cracks on the video connector, and there was no image due to bad video cable and connector. In regard to the other identified malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was broken. The issue was found during inspection for use. There were no reports of patient harm.